Event description:
The customer complained of questionable results when performing the creatinine plus ver 2 (crep2) test on samples from one patient when run on an integra 400 plus analyzer, serial number (B)(4). The customer stated the patient's crep2 results were around 16-17 mg/l, and then suddenly dropped to 7 mg/l around the middle of (B)(6). The customer sent the sample to another laboratory where the creatinine jaffe gen 2 (crej2) method was run on a cobas c501 module, where a result of around 18 mg/l was obtained. The laboratory repeated the testing with a new sample on (B)(6) with similar results. Data from the analyzers were provided for two samples. The first sample was tested on (B)(6) 2012. Testing on the integra 400 plus with the crep2 method yielded results of 8.4, 8.9, and 7.5 mg/l. Testing on the c501 with the crej2 method yielded results of 18.83 and 18.65 mg/dl. The second sample was tested on (B)(6) 2012. Testing on the integra 400 plus with the crep2 method yielded results of 9.9 and 11.1 mg/l. Testing on the c501 with the crej2 method yielded results of 20.59 and 20.13 mg/dl. The discrepancy in units of measure has been noted and clarification has been requested. There was no information provided regarding adverse events.

Manufacturer narrative:
The units of measure for (B)(4) are mg/l.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. It was noted the patient was taking revlimid, which is used for treatment of patients with myeloma and causes high immunoglobulin concentration, which affects the samples with gammopathy. Gammopathy is a known interference and may cause incorrect results.